Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that a patient presented in the operating room for a single chamber ICD implant. The physician could not find a good rv lead position due to patient's anatomy. The lead was repositioned multiple times. During the last repositioning attempt, the helix only advanced a minimal amount before the indicator ring. The lead was explanted and replaced. The patient was stable post-procedure.